Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range impedance (greater than 3000 ohms) recorded intermittently since 15-may-2022. Oversensed events on the lv marker channel in transmitted recordings indicate potential noise. Lead to be evaluated further and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. On 12/4/24, it was reported again lead impedance greater than 3000 ohms for 9 days. Patient was in ER and representative changed pacing vector. Impedance stable for 2 days and then greater than 3000 ohms one day and returned to normal. No noise seen on recordings but appears to be loss of capture even in changed vector. Sensing is also low at times. Threshold is higher than previously as well as lower impedance but still in normal ranges, so could be related to vector change. However, the one impedance measurement out of range and loss of capture events still in new vector indicate potential lead integrity issue. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.